Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 330cc mentor smooth round high profile, and experienced breast implant deflation on her right side postoperatively; diagnosed after physical. The patient underwent bilateral explantation and replacement with catalog number 3502400; (B)(4) on the left side, and with catalog number 3502400; (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 31, 2022, mentor became aware that date of implant reported is before the manufacturing date of lot 5658774. If additional information is received, supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6), 2022, date of implant of lot 5658774 was updated under field d6a on this form to "(B)(6) 2006" updated from "(B)(6) 2006" reported under initial submission. January 20, 2006 is same as the manufacturing date of lot 5658774. If additional information/clarification is received, it will be updated and supplemental report will be submitted. Manufacturer¿s reference number: (B)(6) date of implant was prior to date of manufacture of lot 5658774.

Manufacturer narrative:
On april 14, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 330cc breast implant was found to have a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On april 14, 2022, mentor became aware that previous submission (follow up 2) report had an error under h10 statement. It should have said "on (B)(6) 2022, date of implant of lot 5658774 was updated under field d6a on this form to "1/20/2006" updated from "1/1/2006" reported under initial submission." Manufacturer¿s reference number: (B)(4). Statement under h10 (follow up 2 report).